Event description:
As part of a legal mediation effort, intuitive surgical, inc. (Isi) received information and medical records of a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2012. The patient has had a long history of heavy menses, complaints of menorrhagia, and anemia. On (B)(6) 2012, the patient was recommended to have hysterectomy for definitive treatment of her menorrhagia problem. The patient elected to proceed with the robotic-assistant hysterectomy. The medical record indicated that the patient understood that due to her small stature and size of the uterus that it was possible that the surgical procedure may not be completed with the da vinci system and it may convert to open procedure. Risks were also discussed with her regarding bleeding, infection, damage to adjacent structures, and death. The da vinci hysterectomy operative report was not provided; however, the patient's medical records indicated that the patient's pre and post-operative diagnoses were symptomatic uterine fibroids. The discharge summary indicated that the patient had temporary inability to void secondary to urethral swelling and was sent home with a foley catheter on (B)(6) 2012. The medical records do not contain any report of a malfunction of a da vinci system, instrument, or accessory. According to the post da vinci surgery medical records, the patient sought and received medical attention from (B)(6) 2012 through (B)(6) 2013, for abdominal pain, vaginal fluid leakage, left flank pain, and irritation in the pubic area. In (B)(6) 2012, she underwent surgical procedures for left ureteral transection with hydronephrosis, left ureterovaginal fistula, and right ureteral structure with partial transection. In (B)(6) 2012, she received a right ureteral stent placement, left nephrostomy tube placement, and surgical procedure to repair a bilateral ureteral injury. In (B)(6) 2012, the patient had ureteral reconstruction. The patient's current condition was not reported.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Isi has attempted to contact the site to gather additional information from the risk management group; however, as of the date of this report no response has been received. Review of the site's system logs for the reported procedure date of (B)(4) 2012, found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical hysterectomy procedure.